Event description:
On 06/22/1998, the MFR's international rep was notified by the international distributor that a customer in their territory experienced a problem with this device; however, all the details were not provided at the time of the report. On 06/24/1998, the MFR's rep rec'd a faxed report from the international distributor that states the following: venous access was obtained via puncture of the left internal jugular vein and the guidewire advanced into the right atrium with no difficulty. Position was confirmed on screening. The vessel dilator was passed with ease and removed. The sheath and dilator were advanced 3cm into the vein and resistance was felt. They were removed and the (small) vessel dilator used again. The sheath and dilator were then advanced under screening. Kinking of the wire was corrected and the sheath advanced. The introducer was removed and free reflux of blood obtained. The catheter was tunnelled from the anterior chest to the neck incision. The catheter could not be advanced down due to the sheath. The sheath dilator was advanced over the wire through the sheath (no difficulty). The wire and dilator were removed and the catheter reinserted with difficulty again. Position shown on screening to be in the superior venacava. The sheath then "opened" to remove it and the lug-ear broke off tearing the sheath. The sheath was then partly removed with the catheter being extracted. In an effort to assist the passage of the catheter through the sheath by stiffening the tip, the guidewire was passed into the catheter which was then reinserted to the sheath. No advancement possible, so the entire assembly was removed. They were unable to extract the guidewire from the catheter without undue force. Remarks: 1.) The sheath "split" did not work as designed. 2.) The catheter tip kept kinking in the sheath. 3.) The guidewire damaged the sheath dilator. 4.) The guidewire was damaged during extraction from the catheter sheath "ex vivo". No further details were provided at this time.